Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a blood glucose level of 460 mg/dl two days in a row. Customer's mother stated she would be given 11 units. The customer max is set at 8 units. Customer's mother stated that it would deliver that amount and then on the second recommendation of 3 units, it would deliver just fine. Customer's mother declined troubleshooting for high blood glucose levels. Customer's mother was explained the reason for the scroll letter. Customer will be seeing a health care professional soon and they will be upping the basal. Customer's mother believes the high blood glucose level was caused by her daughter sneaking food. It was also reported that the customer had a blood glucose level of over 600 mg/dl. No additional information provided.